Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Device return evaluation found the reported issue not capturing an image was confirmed. In addition, worn out video connector causing flickering image was observed and no image with 180 scope due to faulty patient board set was noted. Based on results of the investigations, worn out video connector disabled the communication between scope, resulted in images flickering. No image with 180 scope due to faulty patient board set, faulty patient board disabled the communication between scope 180, the phenomenon occurred. While the evaluation of the device evaluates it as 'no image, the 'capture' has the potential for cv-190 release and capture functions. Therefore, it was presumed the cause for the case without the image and the case where the release/capture cannot be done. Possible causes of the phenomenon : - without image: the observation monitor is not turned on. The endoscope, camera head, and video converter are not connected correctly. The scope cable is not connected correctly. The monitor cable is not connected properly. The monitor cable is broken. The output setting of the observation monitor is not appropriate. - if you can't release/capture: the video printer's remote cable is not connected properly. The remote setting of the video printer is not appropriate. The portable memory is not inserted correctly into the portable memory port of the product. There is not enough available portable memory. In general, the customer is required to check the function of all devices used prior to a procedure. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the evis exera iii video system center was not capturing an image during preparation for use. The customer reported two of their evis exera ii duodenovideoscopes failed to display an image on the video system center but were able to display an image on another similar system. As reported by the customer, no death, injury, or infection occurred as a result of this event.